Event description:
It was reported to medtronic neurosurgery that the shunt was infected and explanted.

Manufacturer narrative:
The valve was patent and passed siphon, leak and reflux testing. The device met all specifications for pressure-flow and preimplantation testing. A review of the manufacturing and sterilization records was not possible as no lot number was provided. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms in habiting the skin".